Event description:
It was reported to philips that there was a start-up problem with the azurion system. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the suit pc was faulty. The field service engineer inspected the system onsite and after the replacement of suite pc, the device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) examined the system remotely and confirmed that power on the system does not perform normal boot up. The philips field service engineer (fse) examined the system onsite and upon some functional test fse found the acquisition monitor, suite-pc was faulty. The cause of the suit pc failure determined by the supplier's part analysis that was slot 1 is defective. Fse replaced suite pc and reloaded software backup. After the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.